Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero extension set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that leaking from the filter.